Event description:
It was reported that the patient was referred for submuscular generator repositioning for an unknown reason. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent submuscular repositioning of her generator due to significant weight loss. No further relevant information has been received to date